Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the intra-aortic balloon (iab) on the patient, it was noted that there was blood seen in the gas line during insertion, at the balloon end. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. Therefore, the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time. Other remarks: the reported complaint was reopened to investigate the device that was returned to teleflex for investigation. The reported complaint of blood in helium pathway could not be confirmed. No evidence of blood was found within the helium pathway of the returned iab and driveline tubing. However, the iab was noted with damage consistent from contact with a sharp object or tooling. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during use of the intra-aortic balloon (iab) on the patient, it was noted that there was blood seen in the gas line during insertion, at the balloon end. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. Therefore, the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported that during use of the intra-aortic balloon (iab) on the patient, it was noted that there was blood seen in the gas line during insertion, at the balloon end. There was no report of patient complication or serious injury and death.